Manufacturer narrative:
Analysis of the pump identified failed dispense testing above specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-nov-2015, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 26-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (1670 mcg/ml at 10.3 mcg/day) and bupivacaine (20 mg/ml at 0.123 mg/day) via an implantable infusion pump. It was reported that per the patient, their therapy "was not working well." The patient went in for a refill and "there should have been significantly less drug in the pump." The amounts were unknown. The doctor attempted a dye study and was unable to aspirate the catheter. It was planned to perform an additional dye study and catheter revision. The procedures were not yet scheduled at the time of the report. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014. Product type catheter, product ID 8784, serial# (B)(4), implanted: (B)(6) 2015. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(6) 2019. It was reported that the patient's catheter revision occurred on (B)(6) 2019. The pump segment of the catheter was replaced but there was still no flow. The catheter was twisted and bent in multiple places so the doctor opted to replace the whole catheter. It was noticed also that the "pump was bend on the back" and the doctor was initially not going to replace it but ended up replacing the pump as well. The issue was considered resolved. It was noted the pump had saline in it, running at minimum rate. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. The two catheter segments were disposed of and would not be returned for analysis but the pump was going to be returned. No further complications were reported.

Manufacturer narrative:
Analysis of the pump identified a concave shield. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the catheter twisting was unknown. It was reported that cause of the dented pump was also unknown. It was noted that the pump was placed in the patient's hip instead of their stomach and that the patient was unaware of anything being wrong with the pump. The pump was noted to be returned for analysis. No further complications have been reported.